Manufacturer narrative:
Device manufacture date: the device manufacture date is currently unavailable. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
During subsequent follow-up with the customer, additional information was received. The reporter stated that there was a five minute delay due to the reported event. There were identical spare devices available for use. There was patient involvement reported. The reporter stated that no pieces of the device fell into the patient. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The device was returned on (B)(4) 2015. The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. Device manufacture date: the device manufacture date was documented as unknown in the initial report. The device manufacture date has been updated as (B)(4) 2014. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device was returned for evaluation. However, the device was misrouted or lost after receipt. Investigation could not be completed at this time. This issue has been escalated to CAPA. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
This is report 2 of 2 for the same event. It was reported that during a cochlear implant surgery, it was observed that the end of the cutting burr device that went into the motor device broke off. It was further reported that the broken piece may still be in the hand piece of the motor device. It was not reported if there were any delays in the surgical procedure or if a spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.